Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device to only output a negative defibrillation waveform, at a reduced energy level. The analog pcb assembly was then evaluated, but further root cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in the readiness display and had logged multiple event code into the device memory. During device evaluation, physio-control observed that the device would only provide monophasic defibrillation shocks instead of biphasic. There was no patient use associated with the reported event.